Event description:
It was reported that the patient¿s blood glucose level rose to 17.8 mmol/l (320.4 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated several boluses were given but the levels did not come down. The patient thought the cannula may have been obstructed. The pod was removed from their abdomen, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of blocked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear, fluid was observed exiting from the tear. It could not be determined when or how the tear occurred or if it contributed to the reported event. There was no other damage found with the device and the cause of the event could not be conclusively determined.